Event description:
It was reported that the patient was transplanted on (B)(6) 2020. It was unknown if the reason for the transplant was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation no alarms, clinical symptoms, or device-related issues were reported in association with the event, and it is unknown if heartmate 3 left ventricular assist system, serial number(B)(4), will be returned for evaluation. Additional information regarding the event was requested from the account; however, nothing has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. No further information was provided. The manufacturer is closing the file on this event.